Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to insulation damage. During the slitting of the catheter at time of initial implant, this lead dislodged. During a repositioning attempt of the same lead, the lead was flushed with heparin, which leaked out the side of the lead through the insulation layer. The local area field representative suspects the lead was damaged by the slitter, as the lead insulation had visible damage. Another lv lead was successfully implanted. No adverse patient effects were reported. Product return is expected.

Manufacturer narrative:
The complete lead was returned intact (not severed) to our post market quality assurance laboratory where a cut in the insulation, approximately 25.5 cm from the terminal pin was noted. The laboratory concluded this cut was consistent with induced damage. A pressure test failed, due to the cut in the insulation. Therefore, investigation determined the cut was the result of induced damage, and the observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to insulation damage. During the slitting of the catheter at time of initial implant, this lead dislodged. During a repositioning attempt of the same lead, the lead was flushed with heparin, which leaked out the side of the lead through the insulation layer. The local area field representative suspects the lead was damaged by the slitter, as the lead insulation had visible damage. Another lv lead was successfully implanted. No adverse patient effects were reported.